Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker.

Event description:
Customer reported a crack on display screen due to dropping insulin pump. Customer's blood glucose was 136 mg/dl. Customer was advised insulin pump would need to be replaced. No further information provided.